Event description:
This procedure was to extract three (3) cardiac leads due to cied system/pocket infection and non-functioning leads. The leads were prepped with spectranetics lld¿s. A 16fr spectranetics glidelight laser sheath was selected for extraction. Once the physician moved down the vasculature the patient experienced hemodynamic changes. An effusion was detected via tee. The CT surgeon was called for backup. A spectranetics bridge balloon was deployed and the pressures stabilized, pericardiocentesis removed 500-600 cc¿s of blood. The patient became unstable and the CT surgeon performed a sternotomy to repair two injuries at the svc/ra junction. The patient survived the procedure. This report is being made against the 16fr glidelight as a potential contributory factor of the injury.